Manufacturer narrative:
This report is for an unknown drill bits/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during insertion of cannulated trochanteric fixation nail (tfn), difficulty was encountered upon drilling through the 130-degree aiming arm. The drill bit collided with the tfn implant. The result was additional drill holes in the femur. The procedure was extended approximately 20 minutes. Additional c-arm time was required. The locking screw was successfully inserted in the locking option. The inner drill sleeves were removed, and the drill bit was then used to drill through both cortices in a freehand technique. There were no fragments generated. There was a surgical delay approximately twenty (20) minutes. Procedure was successfully completed. No patient consequence. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity 1). This is report 5 for 5 (B)(4).